Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device did not charge defibrillation energy. In this state the device would not be able to deliver defibrillation therapy if needed. The issue is patient related; however there was no adverse patient outcome reported.